Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: monitor (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted u725 component on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the component. There is no indication that this malfunction occured prior to treatment event. Device manufacture date: monitor - 06/06/2012, belt - 02/16/2013. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the treatment event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery and then again after the treatment delivery). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was supraventricular tachycardia (svt) rate above the treatment threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was reportedly conscious, sitting down, and in the hospital at the time of the event. The patient's nurse reported that the device was alarming but the patient did not press the response buttons. The patient's nurse also reported that the patient had fallen in the shower earlier on the same day and may have been "frazzled". The patient was not wearing the lifevest at the time of the fall. Supraventricular tachycardia (svt) rate above the treatment threshold contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery. The response buttons functioned appropriately. Following the treatment, the patient remained hospitalized and continued wearing the lifevest.